Event description:
Hip revision on (B)(6) 2022 due to implant loosening five days after primary surgery. No trauma involved.

Manufacturer narrative:
The explanted device was not returned to the manufacturer for further investigation. Review of relevant device manufacturing records is ongoing. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred (B)(6).

Event description:
Hip revision on (B)(6) 22 due to implant loosening five days after primary surgery. No trauma involved.

Manufacturer narrative:
The explanted devices were not returned to the manufacturer for further investigation. Manufacturing records were reviewed and determined that all products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.